Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 30 mg/dl. The patient also reports that they were in a coma. The patient was treated with glucagon. Attempts for additional information were solicited but no further information has been provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned having low bgs while using the system the physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of an over delivery of insulin. The patient history buffer (phb) audit data showed that the system was used in manual mode at the time of the reported event and for the few days prior to upload of the device log files. The phb audit data showed that the system was correctly delivering the user's manual basal program with no issues. Review of data from when the system was used in automated mode shows the automated glucose control (agc) algorithm appropriately adapting the suggested insulin based on estimated glucose values (egvs) and user inputs. The phb data shows that the algorithm appropriately reduced and stopped suggestion of basal insulin as egvs decreased, and only began delivering basal insulin when egvs started to increase for several cycles. No instances of the system continuing to deliver insulin while egvs were below 60 mg/dl were observed, which is expected behavior of the system. The system was determined to have functioned as intended.